Event description:
Boston scientific received information that the lead safety switch was activated on the right ventricular (rv) lead due to a change in impedance measurements. Impedances were notably low for a bipolar impedance (370 ohms). No noise was observed. Daily measurements show impedances over the past year were around 560 ohms. Boston scientific technical services (ts) discussed concerns of insulation damage with the lead and recommended monitoring the patient. Approximately one month later, a procedure to replace the lead was performed. During attempts to explant the rv lead, the lead became stuck in the svc. A temporary stent to assist with extraction was used to try and release the rv lead from the svc, however during this attempt, the system became tangled with the right atrial (ra) lead. Both the rv and ra lead were able to be successfully removed, but were damaged in the process. Attempts to implant new leads were unsuccessful due to the patient's anatomy, so the physician elected to remove all products and re-implant a new system on the patient's right side the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.